Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the bolus button was damaged and was experiencing a response issue. It was reported there was evidence of moisture underneath the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/18/2014 -product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation could not be performed due to an issue unrelated to the complaint. The pump failed to power on. The bolus button cover was found to be missing. Moisture was observed behind the display screen lens. A bolus button leak was observed during leak testing. Moisture was observed on the pump¿s internal components.